Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-6-b device of lot number c2060250 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 14th sep 2024 and a lab re-evaluation on the 30th may 2024. On the initial evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button is in neutral position. Red shuttle on 18th dimple. Safety wire not returned. Stent not returned. Braided polyimide returned separately. Braided polyimide measuring approx. 28.2cm from white tip. Functional inspection: handle actuation fine for deployment and recapture. During the re-evaluation of the device, the following was observed: visual & functional inspection: sheath of device was cut at proximal end by engineer in order to strip the flexor from the inner cannula and catheter. No damage was noted on inner cannula or catheter of device. Retrieval loop assembly inspected and it was confirmed that the glue bond between the clear tubing of the retrieval loop assembly and the polyimide was no longer intact. Note multiple attempts were made to obtain information on the stent and if it was placed successfully. This information has not been forthcoming. Due to this limited information, it is assumed in this case that the stent was deployed successfully and should this information become available in the future, the investigation will be updated accordingly. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The IFU also states in step 13: "after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the delivery system. Unlock the wire guide from fusion wire guide locking device. The device can be safely removed with the elevator of the duodenoscope fully down." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force applied when removing the device from the patient. It is known from the customer testimony that when the ¿metal part with the gold end¿ was seen sticking out of the end of the scope that the user removed the evo device and the duodenoscope together. The tensile force of pulling the scope out with the distal end of the delivery system exposed may have caused it to catch and break at the glue joint noted in the lab evaluation. Other possible root causes could be attributed to the delivery system not being re-sheathed prior to removing the delivery system from the patient causing the tip to snag and strain on the glue joint, or the safety wire may have been removed well past the point-of-no-return resulting in the system being under strain when removing the wire. However, as there is no information on the delivery system being re-sheathed post-deployment, or any information on the point the safety wire was removed, these possible root causes cannot be confirmed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-may-2024.

Event description:
I have found a stent on the unit that the team had an issue with last week. They kept the old stent sheath in case you wanted to have a look at it. Apparently it broke as per cc form : the stent deployed as it normally does but as they were pulling out the wire on the back they found it stuck/difficult to move, they did manage to get the wire out and saw something sticking out the end of the scope (this is the metal part with the gold end to it in the package - broken off?). Confused to what had happened they checked to see if anything else had broken off and was still in the patient, to which they didn't find anything and extubated the scope. They pilled the rest of the stent out afterwards (the handle part). They had difficulty removing the broken off piece from the front/tip end of the scope. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k121430 investigation still on going. Final MDR wth results and conclusions will be submitted within required timeframe.